Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a cystoscopy before a water vapor therapy procedure, and after one month of the procedure the patient there was no improvement. The patient was seen for a follow up and was placed on flomax and another medication for pain relief. The patient is currently experiencing the same symptoms as before the procedure. Patient is getting up at least five times at night, experiencing dribbling with urinating as well as pain when urinating. The patient was placed on flomax and another medication but is not currently taking the medications. The patient had undergone a second procedure on (B)(6) 2025 and has a follow up in six months. Before the second procedure, the patient underwent a cystoscopy.